Event description:
Consumer called to report little confidence with her meter; comparing against another meter. Analysis run on clark error grid using competitive readings (301) as ref. Point vs. Bd readings (167) yielded data points in the d range of the grid, outside of acceptable limits.

Manufacturer narrative:
Awaiting prod return to conduct quality investigation.